Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there had been an rf communication failure with the pump, and the patient had high blood glucose levels, became ill; is hospitalized in ICU; alleging multiple organ failure. Reporter was unable to troubleshoot pump. This complaint is being reported as the patient was hospitalized with high bg, and the pump could not be ruled out as a cause/contributor.